Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure the patient had an infection at the ipg site. The patient was prescribed with antibiotics. The physician believed that the ipg site was not infected. The patient was doing well.